Event description:
Pir - instances of interference. Facility has been using pump since (B)(6) 2010. Recently, they have had a few instances of interference which they believe is caused by the pump. They had this happen once in micu and once in cath lab. This interference is having an effect on their monitors. When the pump was unplugged from the wall, the interference went away. They were not able to reproduce this in their biomed shop. Cath lab does a very specialized procedure called an electrophysiology study, also known as ep study. This procedure can have up to 12 leads to the pt and is highly electric. These are not done at all cath labs. Electrophysiological study is a recording of the electrical activity of the heart. This test helps the doctor find out the cause of rhythm disturbances and the best treatment options. During the test, the doctor may safely reproduce an arrhythmia, then give the pt medications to see which one controls it best.

Manufacturer narrative:
The eval is currently underway. A follow-up report will be initiated when the eval is complete.